Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse performed troubleshooting of pump but was not able to duplicate the issue customer experienced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had ECG error. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.